Event description:
It is reported that during surgery in 2006, the provisional stem assembly became stuck in the humeral canal. After approx 1 1/2 hours, the surgeon removed the assembly by using an osteotome down the canal.

Manufacturer narrative:
This report will be amended when our investigation is completed.